Event description:
It was reported that patient presented in e.r. After receiving inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response. The patient rhythms returned to sinus after the shock. It was decided to reprogram the device and continue to monitor the patient.

Manufacturer narrative:
.